Event description:
During a carotid endarterectomy, the common carotid balloon of the pruitt f3-s shunt inflated off-centered.

Manufacturer narrative:
Until product is returned from the hospital, we remain inconclusive on the exact cause of the malfunction. Further information will be conveyed upon receipt of the sample. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no harm to the user because of this incident.